Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information.

Event description:
Additional information received from the patient noting that they experienced an increase in seizures, and the seizures were elicited by a magnet swipe. The patient also reported that for the first two months of implant the vns &#34;worked perfectly,&#34; but afterward the patient started having seizures or auras again.

Event description:
It was reported by the patient that they experienced grand malseizures since their generator was titrated up. The patient saw their neurologist and their output current was increased and off time was decreased. The patient indicated that they previously "hardly ever had grand mal seizures" and experienced one a month. The patient reported there were no changes in medication or stress contributing to the increase in seizure frequency. The patient also experienced coughing when the generator was titrated up. No additional relevant information has been received to date.